Manufacturer narrative:
The customer reported that the device displayed an error 40 message on power up. The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.

Event description:
The customer reported that the device displayed an error 40 message on power up.